Event description:
The patient's programming data was analyzed through the use of a decoder spreadsheet and th "pulse disabled" message was confirmed however when additional follow up was performed, it was found that no medical procedures occurred around that time that could have caused the event to occur. The patient is doing well and the settings are being increased. The patient has not seen a cardiologist.

Event description:
Reporter indicated replacement of the vns generator due to ifi = yes was planned. The patient later had vns generator replacement surgery performed on (B)(6) 2013. An implant card was received to the manufacturer indicating diagnostics were ok with the new generator and resident lead.attempts for return of the explanted generator are in progress.

Event description:
Analysis of the vns generator was completed. As received, the pulse generator output was not disabled due to a perceived vbat<eos threshold condition. The internal generator memory decoder data for this pulse generator shows the pulsedisabled byte set to 08, an output disabled condition, but without a perceived vbat<eos threshold condition. Other than the noted condition, there were no performance or any other type of adverse condition found with the pulse generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.815 volts as measured during completion of test parameter (measured diagvbat) of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 27.856% of the battery had been consumed.

Event description:
Reporter indicated ifi = yes status was noted for the patient's vns generator on (B)(6) 2013. Diagnostics at the time were within normal limits (ok/ok/2594/ifi=yes) and had 3311 magnet activations, and the settings were programmed to 1.25ma/30hz/500 pulsewidth/30sec on/3.0min off/1.50ma mag/60sec on/500 pulsewidth. It was also reported that when the nurse ran diagnostics, the battery status indicator changed to ifi=no. The nurse was informed that this could be due to the slight fluctuation in the battery voltage, and the battery voltage may be near the threshold of the ifi-flag. The current ifi=yes is not an expected event (worst case battery life was reviewed: 1.5/30/500/10%=8.2 years to ifi and 1.5/30/500/33%=3.3 years to ifi). It appears that the battery is prematurely depleting due to an unknown reason. Subsequent review of the programming data also confirmed that the battery appeared to be prematurely depleting. It was also reported that the patient was showing magnet activations that were recently occurring and it was not clear how this was happening since the patient states that he hasn't been using the magnet. It is possible that another device with a strong magnet is near the device, which is inadvertently triggering the reed switch. The patient does use an ipad2, which may be causing magnet activations. All attempts for additional programming history have been unsuccessful to date.

Event description:
Additional vns programming history was received by the manufacturer. Analysis of the history noted the ifi status as set to yes at the initial interrogation on the (B)(6) 2013 office visit as the last 24 hour battery voltage measurement was 2.78 v (below the threshold when ifi is set to yes, which is 2.8v). When the physician performed diagnostics in the office on the same day, the battery voltage was re-measured and went slightly above the 2.8v threshold. This explains the ifi = yes, and then ifi = no seen on the battery status indicator by the site on (B)(6) 2013. This is a normal finding for the voltage to fluctuate by 0.02 volts or so. The battery is at the ifi = yes threshold. Review of magnet activation history noted the magnet swipes increased from 2 to 3311 activations incrementally from (B)(6) 2010 to (B)(6) 2013.

Manufacturer narrative:
Analysis of programming history performed.

Event description:
The explanted vns generator was returned on (B)(6) 2013 and is pending analysis.

Event description:
It was reported on (B)(6) 2012, that a upon interrogation, the rn received a vbat<threshold message. The patient had only been implanted for 1.5 years and the settings at the visit prior ((B)(6) 2012), were 1/30/500/30/3/1.25/500/60 and the output current was increased to 1.25 ma at that visit so it was not expected that the device would be at end of service. No diagnostic results were available. When the generator was interrogated and the error message was received, it was noted that the battery icon showed it was fully charged (full of green). The nurse also stated that the patient was hospitalized on (B)(6) 2012, due to increase seizures (baseline unknown as it is a new patient), bradycardia with a bpm of 40, and vomiting. The patient's mother had stated she used the magnet during the seizures several times (11-12) and then the patient had the bradycardia and vomiting. When the patient was in the ICU, the heart rate when back up. The patient is known to have ictal vomiting so it is unclear if the vomiting is normal or a response to the magnet activations. The patient is also known to have bradycardia while sleeping with a bpm of 50, but it was unknown how often and when this was occurring. The nurse was able to program the patient back on and the patient had coughing when it stimulated so the output current was decreased to 0.5 ma which the patient was able to tolerate. Diagnostics were said to have been performed and within normal limits however the specific test results were not provided the patient does use an ipad 2 and holds it close so the site was informed that the magnet could affect the patient's device. The patient will be referred to a cardiologist for evaluation. Follow up revealed that the patient was to see a cardiologist however it was unknown if that had occurred. Good faith attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history performed.

Event description:
Further information received from the patient's caregiver that she recalled that an ipad & fried; the patient's generator battery which had shut off the generator. Because it had turned off, the patient was reportedly admitted to the ICU for a week. No further relevant information has been received to date.

Manufacturer narrative:
Analysis of programming history.